Event description:
It was reported that there was a separation between the female connector and the main body of a minicap transfer set. This was described as the "navy blue part of the end was separating from the rest of the transfer set¿ and ¿it would not unscrew from cycler tubing¿. This occurred after use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: this occurred on an unspecified date "within the last month". D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.